Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman access system (was) and a 35 mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. After the first deployment, the closure device was recaptured to adjust its position. The closure device was prepared for the second deployment and transesophageal echocardiography (tee) showed signs of a thrombus at the distal end of the closure device. The activated clotting time (act) was 370 seconds on follow-up. It was difficult to determine whether it was a thrombus, so the closure device was removed for confirmation. The closure device was removed while the patient was positioned head-down. After the closure device removal, the was sheath and the closure device were inspected, but no thrombus was found. A closure device of a new size was opened, and the procedure was completed with the new closure device successfully implanted. There were no changes in vital signs, and the patient regained consciousness in good condition. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR.: a 35mm watchman flx pro delivery system with the implant in the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks throughout the sheath. Microscopic examination revealed tip damage consistent with deploying and recapturing the implant. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no thrombus within the device. There was no other damage or defects found. There was no evidence of any product quality deficiencies, it was considered likely that the observed damage was attributed to procedural factors as the most likely cause of the damage

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. After the first deployment, the closure device was recaptured to adjust its position. The closure device was prepared for the second deployment and transesophageal echocardiography (tee) showed signs of a thrombus at the distal end of the closure device. The activated clotting time (act) was 370 seconds on follow-up. It was difficult to determine whether it was a thrombus, so the closure device was removed for confirmation. The closure device was removed while the patient was positioned head-down. After the closure device removal, the was sheath and the closure device were inspected, but no thrombus was found. A closure device of a new size was opened, and the procedure was completed with the new closure device successfully implanted. There were no changes in vital signs, and the patient regained consciousness in good condition. There was no patient injury.